Event description:
It was reported that the patient had far field oversensing on the right atrial lead. Programming was attempted, but was not able to alleviate the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
During a revision procedure, the lead was noted to have blood intrusion within the lumen. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted the returned lead was thoroughly analyzed (including destructive analysis) in an attempt to find an explanation for the far field oversensing described in the event. There were no anomalies observed. An in-vivo insulation breach or conductor fracture was not observed during analysis. All visual analysis was within specified parameters. The full lead was not returned. Blood ingress was observed throughout the distal conductor. The lead was returned in several pieces with explant damage therefore the source of the blood ingress could not be determined during analysis. All of the outer insulation could not be accounted for.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2010. (B)(4).